Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what instruments were used to grasp the needle? ¿no information. Where was the needle grasped during use? ¿no information. Were x-rays performed to localize the needle fragment? ¿no information. Were the needle piece(s) retrieved during the same procedure? ¿.no information. Does the piece/device remain retained in the patient's tissue?...no, they don't. If the piece(s) were retained, where are the located/in what structure? ¿n/a. If retained, were there any patient consequences? ¿n/a.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2017 and barbed suture was used. During the procedure, while suturing the tissue at a deep position inside the body, the needle broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The actual sample was returned for analysis. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.